Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned em tibial guide bottom shows that the ball bearing is missing and was not returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. The device has been in the field for four years. It is unknown how many times the device has been used. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial resection guide had a small piece break off during set up. There was no patient involvement.